Event description:
It was reported that over the past few weeks, the pt experienced symptoms of increased baseline pain, leg weakness/spasm, and numerous falls due to the leg weakness. The hcp reported the pt had an inflammatory mass. No tests were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results: the serial number is included in the range for the inflammatory mass (early 2008), reason for recall has not been confirmed in this device.